Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and 5 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), which led to therapy exhaustion. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.